Manufacturer narrative:
The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2019 and notified date has been updated to the (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was brought to an emergency department and hospitalized three months ago in 2019 due to a high blood glucose level. Customer reported that the having extreme highs and lows and he was picked up from the school with a blood glucose level of 48 mg/dl. The customer was treated with sugar shot from the nurse at school, afterwards his blood glucose level went high upto 458 mg/dl. The customer's blood glucose level went over 500 mg/dl in emergency department. The customer was treated with intravenous drip and manual injections of insulin for his high blood glucose. The customer was positive for a ketone test. His blood glucose levels were in the range of 430 to 440 mg/dl three weeks before. The insulin pump will not be returned for analysis.